Event description:
It was reported that urine did not flow after catheterization. When replaced with another catheter, urine flowed out without any problem.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 foley catheter. Water was filled into the catheter from the drainage funnel and drained out of the eyelets with no difficulties. Also received 3 photo samples. First photo sample shows top view of overview of catheter. Second photo sample zooms in on end of catheter with balloon deflated. Third photo sample shows inflation cap. Based on physical sample received the reported event is unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling reviews is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow after catheterization. When replaced with another catheter, urine flowed out without any problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.